Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the infusion connector to the ilet during a supply change, although the connector could twist onto the ilet when no cartridge was installed; the issue persisted across two connector boxes and resolved when the user removed an older ilet protective case, after which supplies attached normally. Symptoms included no adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included guided troubleshooting, trial of alternative connectors, removal of the device case, and verification of cartridge type and lot. Investigation of this case revealed interference from an older external case that impeded proper connector engagement, with the device and connectors functioning as intended once the case was removed. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible or obstructive accessory leading to improper fit rather than a device malfunction.